Event description:
The customer reported that the unit did not x-ray. They rebooted the unit and finished the case. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep trouble shot the system, and found intermittent x-ray and right monitor fading image problem. He decided to upgrade the system to release 14 level, replaced the sbc kit, ip board, hard drive, gib board. He also reloaded the software and reinstalled the calibration files. The unit is working as intended.